Event description:
Customer reported that it has been difficult to control her blood glucose readings and have been unpredictably high. Customer stated that no matter how much insulin she boluses, her blood glucose readings do not come down until hours later when her blood glucose levels drop down to where she has a low. Customer also mentioned receiving a no delivery alarm. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed twice and failed. Customer's current blood glucose reading is 277 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard sample in the 551/751 user guide. No cosmetic damage noted.